Event description:
At power up during routine test, the device displayed "defib charge fail" and "defib a-d failed".

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.